Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon strings are weak [device physical property issue]. Tampon strings are severed [device breakage]. Tampon string broke off while removing [complication of device removal]. Case description: consumer reported via social media that the tampon string broke during removal. No injury was reported.